Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the other manufacturer's right atrial lead that is connected to this cardiac resynchronization therapy defibrillator (crt-d), exhibited intermittent out of range impedances. There have been no symptoms experienced by the patient. As the patient is in chronic atrial fibrillation, the crt-d will be adjusted at the patient's next visit. No adverse patient effects were reported.